Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed during service evaluation. However, the quality engineer has identified 545:320:844:000 failure code as the as determined problem code. The assignable cause for the failure code was a faulty power supply printed circuit board (pcb) and the main batteries. The power supply pcb and the main batteries were replaced to correct the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative reported a colleague infusion pump with an unknown problem. Upon review of the event history, it was sound that failure code 545 occurred, interrupting delivery. It is unknown when this event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module master software version is 5.04.00, categorized as unremediated.